Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for impedance and short interval counts (sic) events. Additional information from the clinic disclosed that impedance values were somewhat variable yet still within normal range. The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days on 24-feb-2015. Rv pace impedance has increased from around 550 ohms range in oct 2014 to around 1200 ohms range in april 2015. The impedance has been varying through this period. Th max impedance was 1311 ohms in feb 2015. Sic count went up to 86 in 20 days, averaging around 4 sic per day. Evidence of over sensing has been noted during high rate -ns episodes on 09-april. Concomitant product: 4592-45 lead, implanted: (B)(6)1999. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable if information is provided in the future, a supplemental report will be issued.